Event description:
Through journal article "clinical manifestations and surgical management of breast implant-associated anaplastic large cell lymphoma: beyond the nccn guidelines", healthcare professional reported "peri-implant fluid", "bia-alcl¿, ¿palpable nodule in the dermis¿, "classic peri-implant swelling", "palpable lymphadenopathy in the left axilla", and ¿left breast implant capsule was found to be thickened and adherent to the chest wall musculature." Pathology markers of cd30+ and alk- have not been reported/confirmed. The event of "palpable nodule" is deemed not related to the device. Device has been explanted. This represents the left side. Treatments: bilateral capsulectomy, excision of the left breast dermal nodule, and resection of the palpable left axillary lymph node.

Manufacturer narrative:
Cont. (B)(4). Article citation: lillemoe, heather a., et al. ¿clinical manifestations and surgical management of breast implant-associated anaplastic large cell lymphoma: beyond the nccn guidelines.¿ annals of surgical oncology, 2022, https://doi.org/10.1245/s10434-022-11838-0. The events of "lymphadenopathy, seroma, lymphoma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl and peri-implant fluid.